Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Per sales rep, the patient had a total left knee revision due to instability.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: - device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. - medical records received and evaluation: not performed as no medical records were provided. - device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Per sales rep, the patient had a total left knee revision due to instability.